Manufacturer narrative:
(B)(4).

Event description:
It was reported that an auto mode switch episode was observed due to intermittent oversensing. Patient was asymptomatic. Chest x-ray was recommended to assess lead position. No further information available.